Manufacturer narrative:
H11: manufacturing review: a manufacturing review was not requested as the lot number reported is unknown. Investigation summary: one powerport isp MRI implantable port attached to a groshong catheter was returned for evaluation. Visual, microscopic, tactile and functional evaluations were performed on the returned device. A split was noted on the attached catheter approximately 6.8cm from the distal end of the cath-lock. A partial circumferential break was noted on the attached catheter approximately 8.6cm from the distal end of the cath-lock. The edges of the split on the attached catheter were noted to be jagged. The edges of the partial circumferential break on the attached catheter were noted to be uneven. The surface was noted to be round and smooth in both regions. Splits were noted on the border of both regions. Upon infusion, a leak from the partial circumferential break on the attached catheter was observed while water exited the distal end. Therefore, the investigation is confirmed for the reported fluid leak and the identified fracture, deformation due to compressive stress and naturally worn issues. The break is typical of flexural fatigue, which is due to the repetitive, cyclic kinking of the catheter. Such kinking may have physiological, placement, usage or mechanical contributing factors. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. G3, h6 (device, method, result, conclusion) section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent port placement using the MRI p port isp - groshong port for an unknown medical condition. Immediately after the port placement, it was reported that the catheter had a fluid leakage. The catheter was removed and replaced with another product. There was no reported patient injury.

Manufacturer narrative:
H11: as the lot number for the device was not provided, a review of the device history records could not be performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent port placement, using the MRI p port isp - groshong port for an unknown medical condition. Immediately after the port placement, it was reported that the catheter had a fluid leakage. The catheter was removed and replaced with another product. There was no reported patient injury.